Event description:
It was reported that during the implant procedure, the initial lead placement had unstable threshold. After the lead was repositioned, the impedance was high. The lead was replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed, and no anomalies were found. (B)(4).